Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving gablofen (500 mcg/ml at 146.32 mcg/day) via an implanted pump. It was reported that the patient¿s wife had a question about the pump. Upon calling the patient¿s wife, the reporter learned that the patient¿s pump had been slowly exposed through their pocket incision and was now fully exposed. For two weeks the patient¿s wife had been covering it with a bandage but when she took it off the pump came all the way out of the pocket, so she placed it back in. The environmental, external, or patient factors that may have led or contributed to the issue was noted to be that the patient had lost weight and was currently on hospice for failure to thrive. The reporter requested that the patient¿s wife take the patient to the emergency room immediately and told her that this was an urgent issue and there was a high risk of the patient developing an infection. The patient¿s wife stated that it had been this way for so long that it could wait until friday. The reporter called the patient¿s physician and told her about the conversation with the patient¿s wife and also notified the neurosurgery physician¿s assistant at the hospital in case the patient did go to the emergency room. The reporter spoke with the patient¿s wife a second time to reiterate that this was an urgent situation, and she said she would try to get the patient to the emergency room as soon as possible. As of (B)(6) 2025 it was reported that the patient did go to the emergency room at the hospital and was being evaluated. The issue was not resolved at the time of the report. Additional information was received via visit notes from the patient¿s home health agency which indicated that the patient was seen on (B)(6) 2025 by the home health agency for a pump refill and at that time it was noted that the pump was located in the patient¿s rlq (right lower quadrant). It was noted that the patient denied any concerns with the pump. At the superior edge of the pump there was erythema and a circular hematoma following the edge of the pump. The patient and their caregiver were advised to seek medical attention and the patient stated that pictures had been sent to their physician who advised they come into the office, but the patient declined as they were averse to additional medical attention/intervention because they were on hospice and preferred to die comfortably at home. The patient stated that they had advanced directives with dnr (do not resuscitate). The patient was educated on signs/symptoms of infection and the patient verbalized understanding. The patient¿s temperature at the visit was 98.3 f. It was noted that the redness at the pump site would be addressed by hospice. The pump was refilled successfully, and the next refill date was scheduled for (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that the pump and catheter were explanted and all explants were discarded by the customer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.